Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the host messages could not provide patient and order messages through carefusion coordination engine. A technical support specialist (tss) carefusion coordination engine (cce) session was shared. D and e drives were inaccessible with access denied. Tss suspected a gpo of removable devices and informed the hospital information technology (hit) team to rectify the issue. The hit team removed the cce from the gpo. The tss rebooted the system, and the e: drive was now showing, but the d: drive was still access denied. The tss confirmed that the policy was not being enforced, and all settings were disabled. The hit team restored a backup from the previous night, and we reviewed the contents. The tss had to set some permissions on folders but was able to start sql due to network service permissions. The tss also rebuilt the search index files, as they were not showing correct results, and rebuilding the index files cleared the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had interface problem, host messages were not able to provide patient and order messages through carefusion coordination engine. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.